Event description:
Corporate product surveillance received a maude report regarding an interlink vented paclitaxel solution set in which a leak was observed. According to the report, a patient was connected and receiving chemotherapy. The medication being infused was temsirolimus. After about 250ml of temsirolimus was infused (about thirty minutes into therapy), the nurse noticed the product leaking from the administration set and onto the floor beneath the patient chair. The nurse stated that approximately 25ml was leaked onto the floor. The leak was observed to have originated from the tubing below the filter. The administration set was replaced with a new set and therapy continued as normal. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.